Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there were issues in the loading / firing of clips. Another device was taken to complete the case. There was no patient injury.